Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device will not switch on. No patient involved.

Event description:
Device will not switch on. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 26th january 2009. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the 12th july 2012 and that it had performed to specification up to and including the 26th august 2012. Multiple manual power ups of ten minute duration were recorded in the history log between the 31st august 2012 and the 1st april 2014. Throughout this period the device records two failed self-tests due to a low battery and one log entry of nonsensical data. There were also noticeable fluctuations in ambient temperature during this period which dropped below the minimum of 10°c for the 2.0.2 software installed. The device passed the subsequent weekly auto self-tests between the 6th april 2014 and the 8th june 2014. On the 15th june 2014 the device failed the weekly auto self-test due to a low battery. Information from the history log shows a significant decrease in voltage from the previous successful self-test. The device was still in fault mode on the 1st march 2015, when information from the history log shows an increase in battery voltage and the device was power cycled, passing a self-test. The device was power cycled on two more occasions up to the 5th march 2015, passing each self-test. The device passed the subsequent weekly auto self-test on the 8th march 2015. On the 15th march 2015, the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 24th december 2017, when information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a self-test. Additional multiple manual power ups of up to one minute duration were recorded up to the 10th january 2018. The pad-pak was removed. A pad-pak was reinstalled on the 9th march 2018 and the device passed an auto self-test. The device passed the subsequent weekly auto self-test on the 11th march 2018. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. The returned pad-pak was inserted into the device and the device powered on upon insertion of the pad-pak, passing a self-test. A ¿warning, memory full¿ prompt was given upon shutdown and the status led continued to flash green. The device could not be power cycled again using the on/off button. This would confirm the reported fault. The device was disassembled to investigate. Further investigation found that the reported fault was caused by membrane failure. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The low battery fails at the end of the history log may be attributed to the excess current drain. The returned sam 300p is now outside of its warranty period and will be scrapped.